Event description:
A pt reported blood glucose results of "80 mg/dl and 380 mg/dl "with a lifescan meter, performed within 11-20 minutes of each other. The meter and control solution are being replaced.